Event description:
Vns pt had passed away. It was reported that the pt was found dead on the floor, and that it did not appear that she experienced a seizure. Treating physician indicated that, at this point, it was impossible to tell whether the event was related to the vns therapy system; however, preliminary cause of death is believed to be sudep (sudden unexplained death in epilepsy).

Manufacturer narrative:
Autopsy was completed; however, report is not yet available. Attempts to obtain explanted devices for analysis have been unsuccessful to date because medical examiner has indicated that. Per policy, the explanted devices would be sent to their lab before they were returned to the device MFR. Additionally, attempts to obtain add'l info from treating neurologist have been unsuccessful to date.